Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited one shock impedance measurement of greater than 200 ohms. The patient had an ablation procedure on that date. All other lead measurements were steady and within normal range. No adverse patient effects were reported. The lead remains in service.